Manufacturer narrative:
(B)(4). Date sent: 5/28/2025. D4 batch #: y7014h. This is an analysis of an image submitted for evaluation. The image provided by the customer shows a hp054 connector with no apparent damage. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. The handpiece was received with nose cone slightly separate from the mid housing. Due to the condition of the handpiece, no instrument could be attached to the handpiece for testing. Therefore, no functional testing could be performed. The handpiece was disassembled to inspect internal components and all the internal wires were found to be disconnected. The transducer assembly was not held in place due to the gap between nose cone and mid housing. Torqueing of a disposable resulted in the turning of the handpiece transducer assembly. This resulted in the internal wires getting disconnected. This caused and open circuit condition which disabled the instrument. This resulted in the alert screen. No conclusion can be made as to why the nose cone got separated. A manufacturing record evaluation was performed for the finished device batch y7014h, and no non-conformances were identified.

Event description:
It was reported that during an unknown procedure the handpiece stopped working. It was tested on other generators and scissors but it did not work. No patient involvement.